Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted as the patient had swelling and developed hematoma. Additional information obtained from the field representative which indicated that the main issue was hematoma which needed to be drained. No additional adverse patient effects were reported.